Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the collar became detached. The target lesion was located in the right coronary artery(rca). A guidezilla¿ guide extension catheter was selected for use. During procedure, resistance was met when the device was removed from the guide catheter. Subsequently, it was noted that the collar became detached. The whole system was removed from the patient's body. There were no patient complications reported and the patient's condition was good.